Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using the cartridge for more than 72 hours. Customer changed pump supplies to address the issue. There was no reported adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.